Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department. A remote monitoring transmission was performed and possible undersensing was noted during a ventricular fibrillation episode. The undersensing was thought to have possibly delayed treatment. Reprogramming was performed to change the sensing vector. The patient was indicated to be non-responsive with questionable brain function. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.